Event description:
Dealer states the chair veers to the right and just replaced the motors. Advised to reset motor balance back to zero and swap the leads and see if it is still the motor or the controller. Update dealer states the chair is still veering to the right advised to replace the motor.